Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the surgeon used the enseal x1 - nslx120l for a tah procedure about 2-3 weeks ago. The patient was discharged but returned to see the gynae with symptoms of a bladder leak. The gynae referred the patient to a urologist. During the bladder repair the urologist noted that the hole in the bladder appeared to have been caused by a cautery device. He said it looked like a burn. The only cautery device used in close proximity to the bladder was the x1. The gynae had used monopolar cautery as well but only initially after making skin incision. The surgeon believes the only explanation is that the x1 caused the hole, he thinks he may have been too close to the bladder, other factors working against him was the limited space in the pelvis and the fact that he always struggled to see the tip of the x1 jaw while operating deep in pelvis.

Manufacturer narrative:
(B)(4).